Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the rv (right ventricular) pacing lead was decreasing. It also indicated pacing capture threshold in the right ventricle was elevated, and that there was an r-wave amplitude measurement issue.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited rising thresholds, unstable thresholds, low impedance, and diminished sensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.